Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during use of the device for peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a leak from an unspecified location that led to this alarm. There was a solution leak at the bottom of the cycler. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d4 (lot #, expiration date, UDI #), d9, h3, h4, h6 and h11. H11: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. The returned sample received an under water pressure test and no leak was observed. The reported condition was not verified. The device met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.